Manufacturer narrative:
The investigation for the purge leak-pump has been completed. The pump was not returned for investigation. A data log review was not required for this case. According to the clinical report, a purge leak was reported from the sidearm. Additionally, a work purge solution was given, and the nurse changed it to the correct one after it was addressed. The cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning states the following: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump support placed for a surgical patient. It was reported that the purge sidearm was leaking at the sidearm. There was no harm to the patient and the patient remains on support.